Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized duet to high blood glucose level on (B)(6) 2021. Customer had blood glucose level of 600 mg/dl. Customer was treated with insulin pen and manual injection. Customer had blood glucose level of 405, 500, 217, 258 and 322 mg/dl. Customer stated that there was no air bubbles and leak. The insulin pump will not be returned for analysis.